Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. No x-rays were provided, but the construct was on a humerus. The type of fracture was not disclosed. The construct had all holes filled - 8 screws, 8 hole plate - and the plate was a broad plate. The plate construct - broad plate, all holes filled - may have been too stiff for the nature of the fracture which could have lead to the non-union.

Manufacturer narrative:
A manufacturing evaluation was conducted. No part numbers nor lot numbers were provided. This screw piece is comprised of a whole head and approximately two threads of the shaft. The piece is 10.81mm long. The profile of the head, type of thread, and thread profile suggest that this is a member of the 214.8xx family of screws. The head is laser etched. The part was made prior to 10/12/2011. The hex is in good condition as is the top of the head. The band and underside of the head have, what appears to be, an impact/wear mark. There is also an impact/wear mark with displaced material at the neck/transition. There are only two threads remaining on the shaft. Due to the type and extent of damage incurred, and also because no part nor lot numbers were provided, no conclusion can be determined from a manufacturing standpoint.

Event description:
A patient was implanted with a lc-dcp plate and 4.5mm cortex screws for a right humeral fracture on (B)(6) 2012. Post implant, the patient complained of pain and x-rays taken on an unknown date revealed non-union and two broken screws. The patient was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a narrow 9-hole plate with new screws and dbx bone putty. The shafts of the two broken screws were left in the patient. This report is #1 of 9 for the same event.